Event description:
It was reported that the device presented with a capture anomaly due to a suspected micro-dislodgement. The lead was explanted when reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.